Event description:
It was reported that during a lead implantation procedure, the right ventricular exhibited high impedance, loss of capture and noise. The lead was explanted and a new lead was implanted. Patient tolerated the procedure with no complications. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.